Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2018, the implantable pulse generator longevity estimate was calculated to be erroneous by the programmer were extreme. The battery longevity estimate was not consistent, which made the patient upset. The patient switched to another physician and clinic for his next follow-up. The asymptomatic patient would continue to be monitored. No additional information was reported.